Manufacturer narrative:
It was reported that revision surgery was performed two months after primary surgery due to infection. Oxinium head and liner were exchanged. The affected r3 0 degree xlpe acetabular liner, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. The instructions for use noted the alleged failure has been identified in the potential adverse events. A review of risk management files found that the reported failure was documented appropriately. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue.

Event description:
It was reported that revision surgery was performed two months after primary surgery due to infection. Oxinium fem hd 12/14 36 mm +0 and 3 0 degree xlpe acetabular liner 36mm inner diameter x outer diameter were exchanged. No further information is available.